Event description:
It was reported that during generator and lead replacement surgery the generator was removed and there appeared to be corrosion on the generator's header. The replacement was occurring due to high impedance issues captured in mfg. Report # 1644487-2017-04132. The corrosion is housed in this report. When the surgeon removed the lead pin from the generator he observed what appeared to be bubbles in the generator's lead cavity. It appears that there may have been fluid inside the lead cavity which could have potentially led to the corrosion. When the lead pin was removed and it was noted that the pin appeared to be in "pristine" condition. The generator was tested using a generator diagnostic and no high impedance was observed. The lead and generator were then replaced and both products were reportedly discarded following surgery.